Event description:
A caregiver was disconnecting a floor lift charger from a floor lift battery. The cover came off the charger, she accidentally touched the circuit board, and was shocked. She went to the emergency room to get examined and is now back at work.

Manufacturer narrative:
A dealer representative went to the facility on (B)(6) 2015. This investigation is ongoing. A root cause and any corrective actions will be determined.